Event description:
It was reported that during an unk procedure, an air leak occurred as the universal seal had a gap. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.